Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing correctly. A technical support specialist (tss) dialed into the station, followed knowledge article "zebra printer no longer printing - upgrade", and configured the printer. Further the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two zebra printers connected to the pyxis machines were printing horizontally on paper that was being dispensed vertically, resulting in the text being cut off. There were no adverse events or injuries reported based on this event.